Event description:
During routine testing of the device at the service center, the service technician reported that the single board computer will not allow blood parameter monitoring traveling standard reference sensors data to be written. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.